Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total knee replacement, it did not heal and was wondering if she is allergic to metal. She was trying to get what kind of metal content is in the total knee replacement to test if she is allergic to it. Doi: (B)(6) 2018 - dor: not revised (unk knee). Attune medialize dome 8750415. Femoral cruciate retaining narrow 5x6 in right 8u2507. Attune knee system tibial base fixed bearing 8863071 attune tibial insert fix bearing cruciate retaining hf6417.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.